Event description:
Device 1 of 2. Reference MFR report #: 1627487-2014-05187. It was reported the pt has not maintained the ipg as recommended due to experiencing heating at the ipg site while recharging. A replacement charging system was sent to the pt, but it was unable to communicate with the ipg. As a result, the pt may undergo a CT scan and surgical intervention.

Manufacturer narrative:
Recall: 1627487-07262012-002-r and 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.